Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. Results of investigation: reported device was received and evaluated by carefusion service technician, however upon customer approval reported device was returned un-repaired and not in condition for patient use.

Event description:
Ventilator shut down on patient when ventilator was dropped by user.